Event description:
It was reported by the physician that the programming system wasn't working right. It was noted the programming system was unable to interrogate known working patient generators, but the back up programming system was needed in every case. A replacement tablet was requested and delivered to the physician. It was later reported the 9v battery was ruled out as the cause of the reported programming issues. The programming system is expected to be returned but has not been received to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The handheld device and the associated software were received by the manufacturer. Analysis is expected but has not been completed to date.

Event description:
Product analysis for the returned handheld device was completed. During analysis, no anomalies associated with the handheld device were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis for the returned software was completed. During analysis, no anomalies associated with flashcard software were identified. The flashcard and software performed according to functional specifications.